Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011, inratio 2.6, lab 1.7. Pt's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Investigation pending.